Event description:
It was reported that the patient experienced a cerebrospinal fluid leak, positional headache and swelling at pump pocket site and was admitted to the hospital after pump implant. The hcp attempted to aspirate pump site, but was unable-per his note "this is likely a hematoma". While in the hospital the patient refused a blood patch stating she could not lie flat for this procedure, instead she was on bedrest for several days and after about 72 hours was able to raise the head of the bed. She was subsequently discharged in 2007, in stable condition. At initial follow-up appointment, it was noted that she still had fullness at the pump pocket site and still no response from pain medication. The patient's dose was increased and she was told to wear an abdominal binder. The patient was again seen in clinic ten days later, she states she still has had no benefit from medication nor is she having any adverse effects, medication dose was increase. The pump site incision is approximated and healing, no redness or drainage, but continues to have edema. The lumbar incision is healed with no redness or swelling. An x-ray was taken and revealed no evidence of disconnect. At last report, the patient was unable to wear the abdominal binder; she will continue to be seen in follow-up for dose titration.

Manufacturer narrative:
.